Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified the external foot pedal functionality with a system test drive and replaced the vio dual mono foot pedal on the vision side cart (vsc). The m-12 error on integrated electrosurgical unit (iesu) or erbe was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to an issue with vio dual mono foot pedal on the vsc.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the user informed the technical support engineer (tse) that the foot pedals activated energy even after the customer had already released them. Prior to calling, the user had reseated the external foot pedals on the back of the integrated electrosurgical unit (iesu) or erbe, but the issue persisted. The user replaced the vision side cart (vsc) with another one from other system to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was no unexpected energy delivery when the foot pedal was activated, and no arcing was observed. There was no patient injury, and the patient had not returned to the hospital due to any post-surgical complication.